Manufacturer narrative:
The device was serviced on-site by a field service technician as a part of preventive maintenance. Visual inspection, power on self test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The f-10 alarm was identified during power on self test and the review of the alarm logs. The cause of the condition was determined to be inoperative force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-10 alarm (misloaded tubing was detected). There was no patient involvement. No additional information is available.